Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was alarming and there were no alarm showing. The insulin pump alarm sound and buzzing. The blood glucose was unknown at the time of the incident. Pump was currently beeping and vibrating. Frequency of the issue: about every 2 minutes. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.